Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence on an unknown date and mesh was implanted. The patient reported that the device left her maimed and unable to walk or wear underwear due to the intensive pain and inflammation in her groin. The patient was sent home in incredible pain and was told it could take up to twelve months for the inflammation to settle. The patient was prescribed a lot of pain medication including opioids and nerve pain medication. The patient reported that she has been disabled and gravely unwell, and despite multiple removal surgeries, her health is still very poor with further debilitating health complications including autoimmune diseases, severe bladder dysfunction, bladder and urethral erosion, bowel adhesion and recurrent urinary tract infections requiring antibiotics. The patient reported the complications from mesh are progressive and she is now listed as vulnerable to sepsis. The patient further reported that she almost died from sepsis in 2015 after a surgery to address mesh damage which led to two collapsed lungs and a lengthy stay in ICU. The patient reported that the mesh remains partially implanted with fragments in the pelvic area near the urethra. The patient had a suprapubic catheter fitted in 2017 due to bladder and urethral damage which caused retention. The patient has also experienced regular infections including e. Coli, staph and pseudomonas infections and has been referred to a urologist. The patient was admitted to the hospital in (B)(6) 2017 and (B)(6) 2018 to receive IV antibiotics as oral antibiotics were no longer effective. The patient has suffered from ptsd due to the trauma and gaslighting she have endured. No additional information is available.